Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected buzzing sound noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer reported hearing a vibration while out walking. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.